Manufacturer narrative:
Failure event observed during analysis. Final analysis found a partial lead in one piece measuring 39.5 cm. External insulation abrasion was found at 34.0 cm to 35.1 cm from the proximal cut end. This damage is consistent with friction to another implanted device of feature of the patient¿s anatomy.

Event description:
This report is to advise of an event observed during analysis.